Manufacturer narrative:
Investigation summary: bd received 14 photos for investigation. The photos were reviewed and bowed tubes were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: bowed. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, eight tubes were bent resulting in the sampling needle jamming while on the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, eight tubes were bent resulting in the sampling needle jamming while on the analyzer. No adverse impact was reported regarding the patient or user.